Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture and insulation abrasion 25 cm from the terminal end. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported low impedance measurements was likely the result of the lead damage observed by the laboratory.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out-of-range pacing impedances, measuring less than 200 ohms. It was determined that the lead was fractured. Subsequently, a revision procedure was performed, and the rv lead was explanted and replaced. No additional adverse patient effects were reported.